Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to suspected premature battery depletion. The device reached elective replacement indicator (eri) after less than 3 years of service. No adverse patient effects were reported.